Event description:
It was reported that the wake button was not working properly, as it was extremely difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.